Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when an auto set up and optimization was performed a red screen came up and an error occurred. Boston scientific technical services (ts) noted that an error occurred in the firmware of the device and automatically detected and corrected at the same time. The device remains implanted. No adverse patient effects were reported.